Event description:
It was reported that the procedure was to treat the carotid artery with heavy calcification, heavy tortuosity and 85% stenosis. The xact self expanding stent system (sess) was advanced to the lesion but the knob could not be turned and the stent completely failed to deploy. The stent was not exposed or flowered. The device was removed from the anatomy and when the knob was forcibly turned, the stent was able to open. Another device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the stent was exposed 4 mm from the distal end of the sheath. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, heavily tortuous and 85% stenosed anatomy prevented the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. As reported, the device was removed from the anatomy and when the knob was forcibly turned the stent was able to open resulting in the noted exposed stent implant. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.